Event description:
The patient reportedly experienced poor sound quality issues and decrease in performance. External equipment was changed and programming adjustments were made, however, this did not resolve the issue. Testing showed that the device is functioning within normal limits. Surgery for explant the patient's device has been scheduled.